Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with one jaw disengaged from the cam. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; this condition would not allow the jaws to collapse in order to form the clips. Finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam, may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the devices were not forming clips. Customer also said device "reversing" clips." No additional information available regarding issue. No patient consequences reported.